Event description:
The customer reported a battery out limit alarm on the insulin pump. During troubleshooting it was discovered that the batteries were out of the device greater than the duration allowed, and that the alarm was normal insulin pump behavior. The customer also reported being in the hospital for diabetic ketoacidosis at the time of the phone call with the helpline. The customer's reported blood glucose value was 242 mg/dl at the moment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.